Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The mid right coronary artery (rca) was pre-dilated with 2.0 mm and 2.5 mm balloons. The 2.5x48 mm xience xpedition stent delivery system was advanced to the lad lesion and the stent was implanted and post-dilated with a 2.5 mm nc balloon. After post-dilatation, a proximal edge dissection was noted. A 2.5x12 mm xience alpine stent was used to treat the dissection. There were no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.